Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring medication and blood drainage. After the ablation while in waiting phase, cardiac tamponade was confirmed. An unspecified medication was administered, and drainage was performed to remove an unknown amount of fluid from the pericardial space. It is unknown if extended hospitalization was required as a result of the event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed during the case with an unknown transseptal needle. There was no evidence of steam pop during the ablation. Normal flow rates were used. No error messages were observed in any biosense webster inc. Equipment. The force visualization features used included dashboard and visitag. Time was used as stability parameter with the visitag module. No additional filter was used. The color option used prospectively was force time intervel (fti).